Event description:
Gi md found a stricture in the pt's duodenum during an ercp and was unable to pass the scope through. Gi md used hercules wire guided balloon to dilate the stricture but the wire wouldn't come out of the balloon.